Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits had been destroyed at the hospital facility. Without the complaint devices, we are unable to determine the root cause of the fault observed. We attempted to obtain more information from the hospital; however, we were unable to conclude definitively the root cause of the reported fault based on the limited information we received. All breathing circuits are visually inspected and pressure tested prior to leaving the production line, and those that fail are rejected. The subject rt380 adult breathing circuits would have passed these tests following production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a distributor that 10 rt380 adult dual heated evaqua2 breathing circuits each had a hole in the blue tubing. The holes were observed during ventilator leak test. The hospital also reported that the complaint breathing circuits had been destroyed.